Event description:
It was reported that a merlin transmission was sent, showing that eri had been reached. Upon review of session records, no more than 3 charges were found and all current drain was normal. The one month battery trend showed a drastic drop in voltage. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed after review of the device diagnostic data. A longevity calculation was performed based on programmed settings and usage data and the device was found not to meet its longevity requirement. With an external power supply, the device tested normal and all specifications were met. The cause of the batery depletion was not determined.